Manufacturer narrative:
Calibration was last performed on 28-jul-2025. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace showed many abnormal aspiration and sample short alarms on the day of the event. The field service engineer (fse) flushed the sample probes, performed mechanism checks, and verified rinse volume and probe adjustments. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for 2 patient whole blood samples on a cobas c 503 analytical unit. The doctor questioned the initial results which prompted them to repeat the samples. On (B)(6) 2025, sample 1 had an initial result of 8.73%. On (B)(6) 2025, the sample was repeated on another c 503 analyzer and the result was 5.24%. On (B)(6) 2025, the sample was repeated on a third c 503 analyzer and the result was 5.40%. The sample was also repeated again on the original analyzer and the result was 5.42% on (B)(6) 2025, sample 2 had an initial result of 11.0%. On (B)(6) 2025, the sample was repeated on another c 503 analyzer and the result was 5.54%. The sample was also repeated again on the original analyzer and the result was 5.58% the repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number is 820163. The expiration date was not provided. The investigation is ongoing.